Event description:
It was reported that during a laparoscopic gastric bypass, the tissue pad fell off of device. After searching for the tissue pad, it was discovered on the floor. A second device was used to complete case with no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.